Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. Customer's blood glucose was 224 mg/dl and earlier was well over 400 mg/dl. Customer¿s blood glucose was 220 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer stated that they are unable to exit the load reservoir process. The customer reported that they received post-reset ram crc alarm as well as power loss alarm and advised to clear the alarm. The customer stated that they during troubleshoot for prime/fill that if tilt insulin pump over insulin will spill out. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Contacted the customer and he stated that he was not using the auto mode feature at the time of the event.

Event description:
Contacted the customer and he stated that he was not using the auto mode feature at the time of the event.